Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawers were offline because user used the rear switch, which only powered down the drawers, instead of cycling the cabinet as instructed. Customer stated that medication remained pending pharmacy approval, so user was unable to dispense it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) identified that the drawers had been powered off using the switch, which caused them to disconnect from the system. After resetting the application, the drawers reconnected successfully and functioned as expected. The system functioned as intended after technical support specialist troubleshot the device.